Event description:
It was reported that the 6th pilot hole was created using the tool, but the tip of the burr broke at the point immediately after entering the pedicle, so the ball part was buried in the bone. It was decided that the tip of the burr would be left in the bone, based on the physician's judgment that it would be better to leave the device in place rather than remove it forcibly because the bone was thin with a pedicle on the cervical spine. The physician commented that post-operative follow-up was not possible because the bone was hard. It was reported procedure delay for 20 minutes.

Manufacturer narrative:
H3: no conclusion can be drawn. No evaluation was performed, as the device was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6: updated to d12 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.